Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the rod impactor does not fit in the handle. It was therefore necessary to impact very hard to be able to use it, and it remains locked in the handle after use. The detent has failed. Another handle was used, and the procedure was extended by 15 minutes. There was no change in technique. The intervention was not stopped.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, g1 (manufacturing site name), h4. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided: "the rod impactor does not fit in the handle. It is therefore necessary to impact very hard to be able to use it, it remains locked in the handle after use. The detent has failed" and "another handle in another ancillary". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device exhibited only signs of usage and the button release mechanism did not have any cosmetic damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. Although the mating component was not returned for evaluation, a functional test was performed using the adaptor/connector of a j&j medtech sample (440000031), which met specifications. No signs of failure was identified during the functional testing nor in its internal components. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0110 provided is not a valid finished goods lot number. The overall complaint was not confirmed as the observed condition of the universal stem insert handle would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0110 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot or serial). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.